Manufacturer narrative:
Date of event was estimated.

Event description:
Related manufacturer reference number : 3006705815-2022-18322. It was reported the patient had high impedances. Surgery took place on (B)(6) 2022 and leads were replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.